Event description:
Healthcare professional reported while filling the expander it "leaked, perforation?". Device was not implanted, and surgery was completed with a back up device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: red particles, curved opening. A leak test was performed and found one opening. A microscopic analysis identified a curved striated opening on anterior side assessed as surgical damage. Based on the device analysis the final assessment is a curved striated opening assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported while filling the expander it "leaked, perforation?" Device was not implanted, and surgery was completed with a back up device.